Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump pcb board had failed, causing the no flow in alarm failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm no flow in as expected. They stated that it failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not had any effect on a patient. [Complaint-(B)(4).